Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached close to 600 mg/dl. For treatment, gave the patient a (IV) intravenous of insulin, put the patient on antidepressants and ran a diagnostic test on their blood. The patient was discharged after 2 and 1/2 days.